Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was accidentally cut by the physician and procedure was aborted. Another surgery was taken place to resolve the issue (related manufacturer report number 1627487-2020-30973).